Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 800315. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient spinal cord stimulator (scs) had potential defect and dislodged contact. The patient underwent revision procedure and was doing well postoperatively. Explanted device was returned.